Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the display screen was dim and discolored, and contamination was found under the keypad button contacts. This report is made based on the results of evaluation completed (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump keypad was observed to be torn at the ok button and the battery compartment was observed to be cracked. The pump was powered on and the pump display screen was observed to be dim and discolored. The keypad buttons were tested and were found to be responding normally to presses. When the keypad was removed contamination was observed under the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).